Event description:
All three pieces of a tripod grasping forceps snapped and fell apart as the nurse attempted to grab a polyp during a colonoscopy procedure. The physician was successful in removing all three pieces with a biopsy forceps and an x-ray following the occurrence confirmed that there were no remaining pieces inside the pt's colon. The procedure was completed with a biopsy forceps and there were no injuries related to the event.